Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to failure of the devices. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the right hip were reported.